Event description:
Report received indicated that the needle would not retract into the catheter shaft during device preparation. There were no anomalies noted with device during product inspection. The product was prepped following the instructions for use (IFU) and there was no slack in device present. During preparation the cannula was actuated however the needle would not fully retract into the catheter. Therefore product was not use. The intended procedure was recannulization of an occluded popliteal artery, however, during procedure it was determined that a bypass would better serve the patient and the procedure was discontinued. This product will be return for evaluation and testing. Additional information will be sent within 30 days upon receipt.

Manufacturer narrative:
Ni